Event description:
Patient reported right side textured implant, capsular contracture baker grade iii/IV, pain, swelling, firmness of the breast, change of shape, fluid, and stress and worried because of the implants. Patient also reported cyst which is not device related. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, seroma-late, anxiety-product/procedure, cyst-ndr.

Event description:
Capsulectomy was performed. Device has been explanted.